Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegations were confirmed. It was determined that with phenomenon 1, ¿when connecting the camera head, a message indicating scope ID data corruption (e229) appears on the screen¿, the cause could not be identified; while phenomenon 2, ¿no image¿, was reproduced as a new defect at device inspection, and it was determined that lost image occurred due to cable failure (such as internal disconnection or short circuit, etc.) Because appearance abnormality or water-tightness failure of the cable were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head was displaying a 'corrupted scope ID data (e299)' error message when connected to the camera head. The issue was found during an unspecified therapeutic procedure. The procedure was completed with the same device as the image continued to be displayed alongside the scope error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image when connecting the camera head, a message indicating scope ID data corruption (e229) appeared on the screen, the cable is twisted and damaged, and the cable head imaging is flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.